Manufacturer narrative:
Additional concomitant medical products: hiwire nitinol hydrophilic wire guide, flexor ureteral access sheath and dilators, ncircle tipless stone extractor, universa firm ureteral stent set, and h30 rhapsody holmium laser. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stone removal, the cook® single-use holmium laser fiber broke at the tuohy borst adapter when the doctor was advancing the fiber. When the fiber broke it made a pin size burn on the doctors' hand. The burn was described as a "small needle like pin prick" the doctor is doing fine and it did not break the skin. The doctor did not receive treatment for the burn. Issue occurred as the doctor was finishing the case and he thought he was done enough and decided not to open another fiber. The patient outcome was reported to be stone free post procedure. The patient did not experience any adverse effect(s) due to this issue.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, and quality control data. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum. Transmission standards. Do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. From provided information, the laser fiber was used to complete the procedure and the laser fiber worked as intended. No difficulty or breakage happened until the end of stone breaking procedure. The investigation conclusion can be determined as unintentional user error which caused fiber fracture. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.